Manufacturer narrative:
Initial and final MDR 1921317 - MDR 3003442380- 2024 - 16775 - device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on 01-may-2024 six infusion set tubing was detached from hub and infusion set is used for 1 day. No further information available.